Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; pinnacle mtl ins neut36idx56od; unknown hip acetabular cup; unknown hip femoral stem; unknown hip femoral augment. Initial reporter occupation: non-healthcare professional.

Event description:
Patient was revised to address chronic infection. Update ad 16 jul 2018 2018: (B)(4) has been re-opened under (B)(4) because of receipt of litigation record. In addition to what was previously reported. Litigation alleges friction and wear caused by large amount of toxic cobalt metal ions, injury, severe pain, discomfort, and inflammation. Doi: (B)(6) 2004; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.